Event description:
While trying to monitor a pt, the unit displayed "ECG comm error."

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering department has finished the evaluation of the device.